Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet with a cd infusion set, with cgm showing 378 mg/dl and a confirmatory fingerstick of 300 mg/dl, and the ilet alerted for high glucose. Symptoms included a sore infusion site. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer service troubleshooting and education, including review of infusion set use and confirmation that the user had eaten and made a meal announcement. Investigation of this case revealed that the user had previously left the needle guard in place on the cannula and later replaced the cannula, after which glucose remained elevated for several hours post-meal; the precise cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.